Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an operation to remove a nail, plate and screw from the right tibia, the return electrode monitoring (rem) pad became detached and the patient received slight burns. The rem pad was attached on the right buttocks with the bovie set to 25/25. The report indicated there was significant patient movement during the operation, causing the pad to become detached. The patient received slight burns on the heel of the left foot and outside the right foot. The generator in use was inspected by a biomedical engineer and the equipment was found to be functioning normally. No treatment information or current patient status have been provided.